Event description:
It was reported a portion of the device detached in the pt during a stone retrieval procedure. The procedure was completed successfully and the pt suffered no adverse effects. No further details are available regarding the circumstances surrounding this event. Co's follow up revealed this pt was scheduled for a gallbladder stone retrieval procedure. The pt was sent to surgery. However, it is unk if the pt was sent to surgery for stone retrieval or for removal of a portion of the device. This device is not indicated for use for gallbladder stone retrieval. Therefore, co believes this factor may have contributed to this event. The device was not returned by the user facility. Therefore, no failure analysis is available. Co's directions for use state: "the microvasive stone retrieval basket is intended to be used during urological procedures to endoscopically grasp, manipulate and remove calculi and other foreign objects...do not use the stone retrieval basket if the stone is too large to be removed endoscopically or held in the basket."